Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Rec'd letter for atty that user was at a hotel and attempted to go over a lip in a doorway and tipped over and was injured.